Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another gynecological procedure for stress urinary incontinence /urethral hypermobility on (B)(6) 2007 and another mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystotomy and cystoscopy.

Manufacturer narrative:
It was reported that patient underwent robotic-assisted radical resection of 5x7 cm right retroperitoneal tumor, bilateral ureterolysis secondary to significant retroperitoneal fibrosis, lso, enterolysis for 45 min secondary to adhesive disease and cystoscopy on (B)(6) 2011 due to solid pelvic mass. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced worsening stress urinary incontinence, urgency, chronic urinary tract infection, cystitis, dyspareunia, frequency, and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced voiding dysfunction and cystocele.